Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations and recommended trouble shooting. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting intermittent shocking impedance measurements greater than 200 ohms. A lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the device and this right ventricular (rv) lead were removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--